Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. The customer experienced pain, vomiting and thirst. Troubleshooting was performed, and the daily totals did not add up correctly. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion or excessive no delivery alarm tests due to the prime anomaly. The insulin pump passed the displacement test.